Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that was reported to be not starting ventilation. Per the customer, the patient claimed that the device issue might be due to the power supply. The customer informed resmed astral support that she will call back and provide more information when she visits the patient and verify the reported issue. Resmed has made multiple attempts to contact the customer to request additional information regarding the complaint and to request the device be returned for investigation, however, no response has been received. No device has been returned for investigation, therefore, resmed is unable to confirm the alleged malfunction at this time. Note: during a routine check of complaints records it was detected that this event is reportable, therefore, this report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not ventilating. There was no patient injury reported as a result of this event.